Event description:
It was reported that during a da vinci-assisted procedure, the 30 deg endoscope plus had a flipped image. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The reported issue was due to attached endoscope adapter (aea) damage or friction issue. Visual damage to the cable was identified, and discoloration of the housing was present. A transmittance test failed, and the cable and payload tests passed.